Event description:
It was reported that a patient presented with high pacing impedance on the right ventricular lead. The physician explanted and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned measuring 65.0 cm with the stretched inner coil measuring 70.6 cm. Visual and x-ray examination revealed that the distal end of the inner coil was stretched and no other anomalies were found aside from procedural damage. No conductor fractures or internal shorts were noted. The reported event of high lead impedance was not confirmed.